Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted faster than expected. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot the issue or discuss the issue with tandem technical support.